Manufacturer narrative:
One opened, empty blister package was received by manufacturing that contained no device sample. As no actual sample has been returned for evaluation, the condition of the product could not be verified. A photo of the packaged product is attached to the parent complaint and has been reviewed by the investigation site. The lot number on the package matches the reported lot number of this complaint. No product can be seen in the photo, therefore no conclusions can be made regarding the quality of the sample. As no actual complaint sample was returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints of the provided lot number for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was dull and could not make a proper incision during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.